Event description:
It was reported that during a da vinci si bladder augmentation procedure the wire on the tip of the prograsp forceps instrument broke. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a broken pitch cable. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Additionally, insulation damage to the main tube was observed, though not reported by the site. Material is missing. The surface of the main tube appeared to be scraped off. Engineering concluded that damage was likely due to mishandling. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.